Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 4 of 4. A baxter technical service representative (tsr) explained the alarm. The patient stated he was properly connected, the patient line extension was properly connected and he did not disconnect at any time. The hp could see air bubbles in the patient line. The hp stated they had a cat and a dog that slept in the bed with them and stated the dog could have caused a hole in the patient line. The tsr advised the hp to inspect the line carefully. The tsr helped hp to clear the alarm, close the clamps, and disconnect. The tsr advised the hp to call his pd nurse (pdn). There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.